Manufacturer narrative:
The device was returned for analysis. Dried body fluid was under both edges of ring 3 and inside cracked proximal seal. Dried fluid was also found on the handle, main body tubing, distal end. Dried saline was on the distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, thermocouple and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen and distal end were leak tested using an isaac pressure decay test system. First, the irrigation holes and mes were sealed off with a touhy bourst seal. The lumen pressure decay was measured multiple times at 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.2270, 0.2039 and 0.1956 psi (spec limit is 0.3 psi). Next, the distal end was inserted into fixture e181359-100 to seal the distal end. The distal shaft pressure decay was measured multiple times at 15 psi, with re-insertion of the distal end into the fixture between each test. Pressure decay values were "gross leak" during all three attempts (spec limit is 0.044 psi).

Event description:
Reportable based on device analysis completed on 21aug2019. It was reported that catheter temperature issues occurred. During a redo atrial fibrillation (af) ablation procedure with an intellanav mifi open-irrigated catheter, after isolating the posterior wall of the left atrium (la), the physician wanted to do a cavo-tricuspid isthmus (cti) line on the right side. Halfway through the cti line, the catheter was reading 55 degrees at resting temperature. The temperature cutoff is 50 degrees for an irrigated tip, so we were unable to ablate any further with the catheter. The physician switched to an intellanav mifi xp catheter to finish the cti. There was no patient injury and the case was completed successfully. However, upon analysis, the device failed leak testing and evidence of fluid ingress was found through a cracked ring 3 proximal seal.